Event description:
We report the finding of a fractured orogastric tube placed in an anterior-posterior cervical spinal fusion. The og tube was placed after induction non-traumatically with return of gastric fluid-kendall argyle salem sump tube with gientri port ref # (B)(4). The surgery and anesthetic were performed without complication, and the og tube was removed at the end of the case seemingly without complication. The patient was transported to the pacu, where shortly after arrival he began to cough. The patient was evaluated for his coughing and shortly thereafter coughed up a foreign object. Upon further inspection, the foreign object appeared to be the tip of an og tube. The original og tube was immediately sought out and found in the trash can of the operating room with an exact symmetric match to the tip coughed up by the patient. After the og tip was expelled from the patient, the patient went on to have an uneventful recovery.